Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the device evaluation found a faulty/damaged cable, and therefore, it is possible that the video function did not function properly due to the cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed. In addition, water tightness failure was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head display black screen in the image. In addition, abnormal appearance was observed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.